Event description:
Caller states the patient tested >8.0 inr on the coaguchek system and within therapeutic range on a comparison lab. No treatment information provided. Requested return of suspect system and replacement was sent.